Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that "white plastic" was visible inside the discardit¿ ii syringe w/o needle before use.

Event description:
It was reported that "white plastic" was visible inside the discardit¿ ii syringe w/o needle before use.

Manufacturer narrative:
Investigation: a DHR could not be performed as the lot # is unknown. No sample or picture was provided for evaluation. Based on the customer description the particles could be composed by lubricant from the syringe barrel but could not be confirmed as there was no sample returned.